Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed. This analysis concluded that three fusions required manual adjustments, which is standard procedure if the fusion is not satisfying. For two of the fusions, a CT scan was merged to an MRI, which is not recommended in the instruction for use because the CT scan contains more elements than the MRI.

Event description:
Prior to the start of surgery, upon attempt to merge automatically mp2rage image to t1 image, error experienced where manual adjustments were necessary. Additionally, automatically merging CT image had significant error when merged to t1 MRI and less, but still significant error when merged to mp2rage MRI image. This issue caused a 45 minute delay while patient was under anesthesia.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Prior to the start of surgery, upon attempt to merge automatically mp2rage image to t1 image, error experienced where manual adjustments were necessary. Additionally, automatically merging CT image had significant error when merged to t1 MRI and less, but still significant error when merged to mp2rage MRI image. This issue caused a 45 minute delay while patient was under anesthesia.